Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the physician erroneously cut through both sides of the leader loop, causing part of the plastic sleeve to detach inside the patient and fragment into several pieces. The physician then used a coker clamp to remove the plastic pieces from inside the patient. The physician reportedly "felt all the plastic was removed," but this could not be confirmed. The procedure was completed with this device without any further complications to the patient without any further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.